Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Additional operation performed to correct the issue). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on hemorrhoid during an open hemorrhoidectomy, the device was difficult or unable to close, and the anvil could not be tilted after firing. Therefore, they performed additional operation to correct the issue, and used another device to complete the case.